Event description:
It was reported that during a gi procedure, the staple did not fire and form properly. No adverse patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.